Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter related pain could not be confirmed. The product returned for evaluation was one 4fr dl powerpicc catheter. A gross visual inspection of the returned unit found blood residue on the molded joint and at the distal end of the catheter tubing. No other remarkable features were observed. The catheter was functionally tested by flushing and aspirating water through the luer using a 12ml luer lok syringe, but no leaks were observed. No damage or defects were observed on the returned unit which might contribute to a patient reaction. Therefore, based on the available evidence, the customer's reported defect could not be confirmed.

Event description:
It was reported by customer that double lumen place in right arm of patient. Patient was feeling pain after placement so PICC was removed. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that double lumen place in right arm of patient. Patient was feeling pain after placement so PICC was removed. No other information provided, at this time.